Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery the user interface module master software version is 6.63.90, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: a baxter field service technician repaired the device on site. A visual inspection and functional tests were performed. Device evaluation found the reported condition of a battery issue. The root cause of the reported condition was determined to be depleted main batteries. The batteries were replaced to repair this condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.